Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. A new cartridge was successfully filled to address the issue. Additionally, it was reported that the customer received an unspecified cartridge alarm during the load sequence. The customer believed the alarm was caused due to not having a cartridge on the pump during the load process. The customer declined for tandem technical support to review the pump data to determine the type of alarm that was received. The customer successfully loaded a new cartridge onto the pump to address the alarm. Blood glucose level was 190 mg/dl.